Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). Caller said patient saw a doctor/nurse this morning who noticed the implanted neurostimulator battery pack was twisted or turned under their skin. Caller asked to speak to a representative to verify the internal equipment was working correctly before they follow up with their neurosurgeon. Patient service specialist sent email to reps for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that the ins has twisted and moved. They stated that it happened on its own. They stated that the hcp needs to assess if the leads are working.